Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd had not received samples, but a photo were provided by the customer facility for investigation. The evaluated photo shows blood in the holder but no evidence of sleeve malfunction. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® adapter with luer adapter had sleeve leakage into the holder. No injury or medical intervention reported.